Manufacturer narrative:
Remedial action initiated: recall - r-20-089. It was reported the suction catheter that broke while in use, had to be retrieved from the patient's endotracheal tube. After multiple good faith attempts, the reporting facility remained unable or unwilling to provide additional patient, product, or procedural information related to this report. It is unknown at what point during the suctioning, when the reported break occurred, what suctioning pressures the device was subjected to, or who was using the device at the time of the incident. No additional information was provided regarding the reported incident. A recall was initiated concerning the event, see recall # r-20-089. Due to the need for medical intervention and in an abundance of caution, this is an MDR reportable event. The sample was not returned for evaluation. If additional relevant information becomes available a supplemental MDR will be filed.

Event description:
It was reported the suction catheter that broke while in use, had to be retrieved from the patient's endotracheal tube.